Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue was found before the procedure began, and all the scheduled procedures were performed on another device. A philips field service engineer (fse) went onsite and confirmed that the c-arm and bed could not be operated. The analysis of the system log file found that the geo-ipc cannot startup. After cleaning the ipc, the fse reconnected the board and replaced the ipc bios battery. Restored the normal operation after restarting the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.